Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a line was visible through the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 07/17/2015-product analysis:the device was returned and evaluated by product analysis on 07/02/2015 with the following findings:the complaint could not be confirmed or duplicated with investigation. The display functioned per specification without screen artifacts.